Event description:
New information was received that the physician actually alleged premature battery depletion based on the longevity values. The device was explanted to resolve the event and the patient remained in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some false eri longevity values noted on the device. No intervention was performed to resolve the event and the patient was in stable condition.